Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. The vessel morphology was unremarkable. It was reported that after the stent graft was implanted, the physician elected to use another MFR's balloon to model the stent graft. The balloon was not used aggressively. After the ballooning there was a type iii endoleak in the stent graft. The physician relined with an aneurx limb and resolved the endoleak. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(Secondary intervention) - evaluation: results: (endoleak); (another MFR's balloon). Evaluation: conclusion: (another MFR's balloon).